Event description:
Surgifoam gelatin sponge used in tympanoplasty surgery. Pt developed complications with late tympanic membrane re-perforation and with finding of persistent packing material in the middle ear. Pt needed add'l surgery to remove the undissolved gelfoam and repeat tympanoplasty; owens and minor.